Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. Customer had high blood glucose level of 100 mg/dl. Customer was treated with food. Customer stated that the drive support cap was normal. Customer was alleging insulin pump for over delivering because customer had low blood glucose level. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.